Manufacturer narrative:
Not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black knob of a 130 degree aiming arm broke off during a left tfna (trochanteric femoral nailing system - advanced) nail procedure on an unknown date. As the surgeon attached the 130-degree aiming arm to the insertion handle, the black knob that tightens the aiming arm to the insertion handle broke off. The aiming arm was secure, and the procedure was completed without delay. No patient consequence reported. Concomitant device reported: unk - nail insertion handles (part# unknown, lot# unknown, quantity#1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.013; lot: 9526607; manufacturing site: haegendorf; release to warehouse date: september 01, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Broken investigation flow: visual inspection: upon visual inspection the complaint condition was confirmed, as the black knob component was broken. Does the received condition agree with the complaint description? Yes was the cause of the issue determined to be use error, misuse/abuse, non-compliance, post-operative trauma? It is possible that misuse contributed to the complaint condition. There were tool marks around the circumference of the knob and depending on how much force was placed on the knob, it could have contributed to the damage. Dimensional inspection: since the knob was broken apart due to post-market damage, a meaningful dimensional inspection could not be performed. Document/specification review: drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Material review or hardness review: only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Was the complaint confirmed? Yes investigation conclusion: although a definitive root cause could not be determined, it is possible that the forces which created the tool marks on the circumference of the knob, contributed to it breaking apart. Additional rough handling during use/processing could have also contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.